Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2012, patient presented with following pre-op diagnoses, c5-6 non union with foraminal stenosis and radiculopathy. For which, patient underwent following procedures, posterior cervical fusion (instrumented) c5-c7. Posterior cervical foraminotomy, bilateral c5-c6. Per op notes, spinous processes of the lamina were decorticated, bilateral c5, c6 and c7. Rhbmp-2 was laid down the decorticated surfaces and this was supplemented with cancellous bone chips and local morselized bone graft. Patient tolerated the procedure well without any intraoperative complications. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.